Event description:
It was reported that during a routine pump replacement for end of battery life on (B)(6) 2012, the catheter was also replaced as it was "not functioning." The catheter was checked during the replacement and it was noted that the catheter was not flowing cerebrospinal fluid (csf). The exact issue with the catheter was unknown. The reporter was unsure if the patient experienced any symptoms from the event; however, the patient did require a very high dose. The device was used to deliver compounded baclofen and bupivacaine. A follow-up report will be submitted if new information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2012. Product type: catheter. (B)(4).